Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2022, angioplasty was performed, using an armada 14 dilatation catheter and an armada 18 dilatation catheter, followed by implant of a 3.5 x 38 mm xience prime btk stent in the target lesion in the femoro-peroneal bypass. On (B)(6) 2022, the patient was re-hospitalized for a revascularization procedure, treating re-stenosis. Angioplasty and implant of an omnilink elite stent was performed, resolving the event. No additional information was provided.